Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of insyte 24ga x 0.75in experienced a needle through the catheter which was noted during use. The following information was provided by the initial reporter: the first attempt at channeling is performed in which the catheter cannot be advanced or can be peripherally accommodated due to catheter rupture, since when it comes into contact with the blood, the polyurethane softens and melts. In a new attempt at channeling, blood return is observed through body, the catheter is advanced, and the catheter ruptures again without return to the chamber before advancing the mandrel. It has been shown that with the insyte catheter mark, the number of punctures per patient has increased due to its material and operation.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 9177504, and no quality issues were found during production. Our quality engineer reviewed the provided photo and was able to identify that the needle had pierced through the catheter tubing. However, the device appeared to have been used and was unable to confirm that this was a manufacturing defect. Since no manufacturing defect was identified a definitive root cause could not be identified. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of insyte 24ga x 0.75in experienced a needle through the catheter which was noted during use. The following information was provided by the initial reporter: the first attempt at channeling is performed in which the catheter cannot be advanced or can be peripherally accommodated due to catheter rupture, since when it comes into contact with the blood, the polyurethane softens and melts. In a new attempt at channeling, blood return is observed through body, the catheter is advanced, and the catheter ruptures again without return to the chamber before advancing the mandrel. It has been shown that with the insyte catheter mark, the number of punctures per patient has increased due to its material and operation.